Manufacturer narrative:
Mindray service reps checked error logs, but were unable to confirm the reported issue. System was returned to service.

Event description:
Customer reported an issue with the panorama central station, which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.